Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a posterior communicating (pcom) aneurysm embolization procedure, the orbit mini complex fill 3x6 coil ((B)(4)) could not be detached. The device was removed with the coil still attached to the delivery system with no damages observed. Another coil was used and the procedure was completed successfully without patient injury. Prior to the failure to detached, the syringe was taking past the green zone, and the red zone/alternate detachment was exceeded. After the failure to detach, the same syringe was utilized with the next coil since it was not damaged. A dedicated saline source was utilized to fill the syringe, and during filling, no damages were noticed. There were no damages on the hub of the coil delivery system or the syringe connection. After removal, no other damages were noticed on the delivery system and the coil remained attached. The device was not received for analysis; it was reported that it was discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075817 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Without the return of the device for analysis, no conclusion can be made regarding the reported failure of the orbit coil to detach. With review of the device history records there is no indication of any manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
During the embolization procedure, the orbit mini complex fill 3x6 coil 637mf0306/ 15075817) cannot be deployed, and it was changed to another coil to complete the procedure. After the failure to detach, the same syringe was utilized with the next coil since it was not damaged. Prior to the failure to detached, the syringe was taking past the green zone, and the red zone/alternate detachment was exceeded prior to the failure to detach. A dedicated saline source was utilized to fill the syringe, and during filling, no damages were noticed. There were no damages on the hub of the coil delivery system or the syringe connection. After removal, no other damages were noticed on the delivery system (kink, bend, fracture, separated, etc), coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The target site was pcom artery,